Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2017, the patient was paralyzed after brain tumor resection in the hospital, and on (B)(6) 2017, the patient was unconscious. It was stated that then on (B)(6) 2017, the patient was implanted with an extracorporeal pressure regulating valve due to hydrocephalus. Since (B)(6) 2018, the patient began to experience dizziness while sitting, and no dizziness when lying down. On (B)(6) 2018, the patient went to the hospital for a pressure adjustment. The doctor adjusted the pressure shift from 1.0 to 1.5 and informed the patient's family that if the patient still had symptoms of dizziness, the pressure could be adjusted to 2.0 in the local hospital. At present, the patient was at home with dizziness while standing, and no dizziness while sitting and lying. It was wanted to have the pressure adjusted again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient recently underwent a CT scan. The doctor judged that the patient¿s ventricles were enlarged and recommended observing the patient prior to adjusting the valve. The patient was noted to have been hospitalized in late october, but as of early november, the patient went home to recuperate. It was noted the patient could not walk independently and needed to use a wheelchair. Furthermore, it was stated that if the patient needed to adjust the pressure moving forward, they would request an adjustment.